Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause could not be determined for the damage to the fiber bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited damage to the fiber bonding in the outer tube area (distal end). There was no patient involvement.